Manufacturer narrative:
09/10/2015 in trouble-shooting, the ndi configuration showed that the camera and polaris spectra system control unit (scu) were good at first. After several minutes, the ndi showed an error: dttyusb2. Concluded that it was most likely the external camera cable. - return requested. Replacement ext scu to r/a psu cable shipped to site 09/10/2015. Medtronic investigation of returned suspect ext scu to r/a psu cable finds it to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. - 09/16/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Synergy cranial software upgraded. - 09/22/2015 a medtronic representative, following-up at the site, replaced the camera cable.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system camera was cycling. It would switch to localizer disconnected for 15 seconds, then return to green status. The surgeon was using cranial software and the issue occurred around the verification step. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.